Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of touch contamination/patient made a mistake/patient did not wear a mask and peritonitis with culture (B)(6) for candida in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unreported date, the patient made a mistake, resulting in a touch contamination and did not wear a mask while performing therapeutic pd. Treatment and outcome for the event of touch contamination/patient made a mistake/patient did not wear a mask was not reported. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same day. Treatment for the peritonitis was not reported. The nurse reported the event of peritonitis was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of touch contamination/patient made a mistake/patient did not wear a mask; however, the nurse reported the peritonitis was caused by the touch contamination/patient made a mistake/patient did not wear a mask. The nurse reported that on an unknown date, the patient had his pd catheter removed and was started on hemodialysis. The nurse reported the recovery status as unknown. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11a25028 and h10l04022 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.